Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed driveline power fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Evaluation of the submitted log files confirmed a driveline power fault that had become active on (B)(6) 2022 which was associated with intermittent pwr_b_broken. A specific cause for this finding could not be conclusively determined through this evaluation. No other notable events or alarms were observed. The pump appeared to function as intended at the set speed. The patient underwent a modular cable and controller exchange on (B)(6) 2023, after which the driveline power fault alarms and associated pwr_b_broken immediately persisted. The patient remains ongoing on the hm3 lvas, serial number (B)(6). No vad is available for investigation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 7 of the IFU, ¿alarms and troubleshooting, as well as section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline power fault alarm. The alarm was cleared but immediately appeared again. The modular cable and system controller were exchanged, but the alarms did not resolve. A pump exchange was considered, but the patient's family did not want the patient to undergo surgery again. The patient was stable on intermediate care (imc). The cause of the driveline power faults could not be determined.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.